Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced fluctuating blood glucose levels (30-550 mg/dl).